Event description:
The customer stated that his blood glucose was tested using a hosp meter and his breeze meter. The hosp meter read 345mg/dl, and the breeze meter read 122mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The meter is to be replaced at the customer's insistence. The customer's current meter will be returned for eval.